Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a knock to the implant and experienced a loss of osseointegration. Subsequently, the patient was reimplanted with a new device on (B)(6) 2019.